Event description:
The customer reported that while running all assays, summit sample handler did not aspirate from position 12 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.